Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. During another service visit, a field service engineer (fse) readjusted the sample arm and the reagent arm, and the needles were cleaned. The volumes of the wash station were checked, the syringes were changed, and tests were performed. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The calibration before the event was passing. The qc information provided showed that the recovery was not at a stable level and there were outliers. Detailed information for the date of the event was not provided. A field service engineer (fse) replaced the sample needle. During a hardware performance check, it was found that the coefficient of variation (cv) for triglycerides was > 12%, which is unacceptably high for this parameter. The volumes of the incubation bath washing station were adjusted. After re-running the hardware test, the cv decreased to under 2%, which is acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable triglycerides result from the cobas c 503 analytical unit for four patients. Patient 1's initial result was 449 mg/dl, and the repeat result was 52.3 mg/dl. Patient 2's initial result on (B)(6) 2025 was 358 mg/dl, and the repeat result was 229 mg/dl. Patient 3's initial result on (B)(6) 2025 was 810 mg/dl, and the repeat result was 311 mg/dl. Patient 4's initial result on (B)(6) 2025 was 326 mg/dl, and the repeat result was 97.2 mg/dl. The same initial sample tube was used for the repeat results.